Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the broviac cv catheter, single-lumen, 6.6f that are cleared in the us. The pro code and 510 k number for the broviac cv catheter, single-lumen, 6.6f are identified in d2 and g4 as the lot number for the device was not provided, a review of the device history records could not be performed. The return of the sample is pending. The investigation of the reported event is currently underway. However, photos were provided for review. Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
A patient underwent a chronic catheter placement procedure using the broviac cv catheter, single-lumen, 6.6f catheter. During the procedure it was noted there was a split on the catheter just above the hub. There was no reported patient injury.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the broviac cv catheter, single-lumen, 6.6f that are cleared in the us. The pro code and 510 k number for the broviac cv catheter, single-lumen, 6.6f are identified in d2 and g4 as the lot number for the device was not provided, a review of the device history records could not be performed. The return of the sample is pending. The investigation of the reported event is currently underway. However, photos were provided for review. B5, d2, d4 (medical device lot #), g3. Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd

Event description:
On (B)(6) 2025, a patient underwent a chronic catheter placement procedure using the hickman/leonard/broviac central venous catheter. Post placement, it was noted there was a split on the catheter just above the hub. There was no reported patient injury.

Event description:
On (B)(6),2024, a patient underwent a repair kit placement procedure using the hickman/leonard/broviac repair kit. On (B)(6), 2025, post placement, it was noted there was a split on the catheter just above the hub. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. The investigation is inconclusive for the reported material split, cut or torn issue as no objective evidence was provided for review. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (component, method, result, conclusion) section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.